Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received calibration error alarms and change sensor alarm. The customer's blood glucose was 194 mg/dl at the time of incident. The customer stated that the sensor glucose was 99 mg/dl and went down to 69 mg/dl. The customer stated that they received a bad sensor alarm after 2 consecutive calibration error alarms. The customer also reported that the threshold suspend was triggered and received low alerts. The sensor will be replaced and will not be returned for analysis.